Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a shocking or jolting sensation after the pt was accidently shocked by a light socket the previous night. The pt had increased bladder pain, decreased urinary frequency, and "burned fingers." Also, the pt stated there was "erosion," and that the pt's body "rejected" the right lead. Additional info has been requested, a f/u report will be sent if additional info becomes available. Refer to MFR report #3004209178201007583.